Event description:
According to the reporter, during an enhanced recovery after surgery (eras) laparoscopic sleeve gastrectomy, there was a manufacturing defect with the reload used. The surgeon had completed one of the total five firings. On the second firing when the purple reload was removed from the packaging the suture that was to retain the buttress material on the upper jaw of the reload was missing. The buttress material was not retained on the anterior side of the reload, hence the surgeon did not use the reload and removed the device from the patient and obtained a new purple reload for the firing. There was no patient injury. The surgeon commented that this had happened to them in a case the previous week and was wondering if it was all the same lot of reload but did not have any further information.

Manufacturer narrative:
Concomitant medical products: unknown endo gi (unknown endo gia instrument, lot number: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enhanced recovery after surgery (eras) laparoscopic sleeve gastrectomy, there was a manufacturing defect with the reload used. The surgeon had completed one of the total five firings. On the second firing when the purple reload was removed from the packaging the suture that was to retain the buttress material on the upper jaw of the reload was missing. The buttress material was not retained on the anterior side of the reload, hence the surgeon did not use the reload and removed the device from the patient and obtained a new purple reload for the firing. There was no patient injury. The surgeon commented that this had happened to them in a case the previous week and was wondering if it was all the same lot of reload but did not have any further information. Medtronic's initial evaluation of the returned product found the unreported condition of partially applied/ fired that has no relationship to the reported condition.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted that a component was missing. It was reported that the distal suture of the reinforcement material was missing. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. This can occur when the distal cartridge suture is not fully seated against the cartridge wall during assembly and the shrinking effect of the suture during the sterilization process causing it to dislodge from the reload while inside of the sealed package. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: the device was partially fired. The investigation found the unreported failure did not cause or contribute to the reported condition. The product analysis noted evidence that the device was not used as intended. The issue can occur if the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.